Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/ palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant did not settle into appropriate position (visibility/ palpability).

Event description:
Healthcare professional reported "size exchange" and "implant did not settle into appropriate position." Record is for left side. Device has been explanted.